Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, outer valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared and inserted over an exchange guidewire with normal aspiration. Upon insertion of the farawave catheter and subsequent aspiration, the physician observed bubbles visible through the side port. It was identified that air was being drawn in through the valve of the faradrive sheath. No air was observed within the shaft of the sheath. The procedure was completed successfully by using a different device (same model). The exchange wire and farawave were inside the sheath when air was observed. 1.0 liter saline under pressure bag - flow rate 1-2 drips per second was used for irrigation. No leak or air in patient was seen. The valve was leaking air as the physician was aspirating through the side port with a large 50ml syringe - aspirated 30-40 ml.no patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the farapulse pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared and inserted over an exchange guidewire with normal aspiration. Upon insertion of the farawave catheter and subsequent aspiration, the physician observed bubbles visible through the side port. It was identified that air was being drawn in through the valve of the faradrive sheath. No air was observed within the shaft of the sheath. The procedure was completed successfully by using a different device (same model). The exchange wire and farawave were inside the sheath when air was observed. 1.0 liter saline under pressure bag - flow rate 1-2 drips per second was used for irrigation. No leak or air in patient was seen. The valve was leaking air as the physician was aspirating through the side port with a large 50ml syringe - aspirated 30-40 ml.no patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.